Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: post stenting procedure. It was reported that the lesion was 34 mm from the main left coronary artery (lca) to mid left ascending diagonal (lad). The vessel diameter was 3.2mm. Reportedly, the pt experienced heart failure on (B) (6) 2010, and was hospitalized. On (B) (6) 2010, an angiography was performed and a 3.0x18 rx xience v stent was deployed in the main lca and a 2.5 x 23 rx xience v stent was deployed in the proximal left circumflex (lcx). A non-abbott 3.0x20 was deployed in proximal to mid lad vessel. The procedure was completed without difficulty. During hospitalization, a change to the pt's electrocardiogram was observed and an angiography was performed. Thrombosis was observed in the distal area of the 3.0x18 rx xience v stent at the main lca and slightly observed in the 2.5 x 23 rx xience v stent at the proximal lcx. An aspiration catheter was used to remove the thrombosis and ballooning was performed to complete the treatment procedure. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The customer reported that the stent delivery system was discarded. A follow-up will be submitted with any relevant information. The 2.5 x 23 mm xience (part 1009539-23, lot 9111141), indicated is being filed under this MFR #.